Event description:
It was reported that a keepsafe fall monitor alarm model 8350 may have no tone, intermittent flickering of led lights and or may not have power. No patient injury reported.

Manufacturer narrative:
Evaluation results: (other) - inspection of the alarm unit shows that the liqui-label is not dry in the battery compartment, evidence of a battery acid leak and it has an intermittent tone with and without a sensor pad plugged into it.